Event description:
Pump displayed the reset screen unexpectedly, and tandem mobi pump shut down without leds blinking. No adverse impact to customer's blood glucose level was reported. Customer was informed this reset is a built-in safety feature, resuming insulin successfully after manual cgm session restart and cartridge reload.